Manufacturer narrative:
Electrode belt sn (B)(4) returned. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was an open pgnd wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
During investigation of the electrode belt sn (B)(4) for an unrelated issue, a reportable malfunction was found. The electrode belt was unable to communicate with a monitor.